Event description:
During a transurethral needle ablation (tuna) procedure in 2004, the hcp reported the sheath would not retract; the manufacturer technical services assisted and eventually replaced the cartridge and finished the case. The pt outcome was reported as "possible bleeding". The user facility has now reported the pt was admitted with a pre-op diagnosis of a bladder stone attached to the right bladder neck. A cystoscopy was performed to inspect the perforated area, it was well healed. On inspection of the bladder neck and prostatic tissue there was an oblong calcified stone attached to a clear flexible filament (3 cm), that appeared to be the plastic sheath from the previous tuna procedure in 2004. The retained section of the plastic sheath was removed and the pt was reported as "fine". There were no complaints from the pt during the time the section was in the pt.

Manufacturer narrative:
(B)(4). Analysis revealed a damaged right sheath.